Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the received information, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. This is a final report.

Event description:
The child still had not developed clear speech abilities two years after implantation. An x-ray image from (B)(6) 2020 shows several electrodes outside the cochlea. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child still had not developed clear speech abilities two years after implantation. The guardian felt there was poor auditory benefit with the device. An x-ray image from (B)(6) 2020 shows several electrodes outside the cochlea. The user was re-implanted on (B)(6) 2020.